Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The data downloaded from the device did not show any timeouts or drive stalls during the run. No alarms were generated. The device was reset and successfully paired with a pdm. A 5-unit bolus was delivered without interruptions. No issues were seen with the drive mechanism or electrical components of the device that would result in communication issues. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 310 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, manual injection was administered. The ketones were negative.